Event description:
Upon removal of the patients dressing from the previous day's surgery, the surgeon identified the dressing was completely saturated from the exofin dressing, not from the patient's body fluids.